Event description:
It was reported that insulin drips were not observed to be exiting the infusion set during the load fill tubing process. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 162 mg/dl.